Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the wicks for purewick system are either broken or not working correctly. Patient wakes up wet and has had to go to the doctor to get medicine or powder for a red rash. Customer has had other complaints created for the wick issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b, d, f, h. The reported product number is unknown. The UDI number for this product is not available. Initial reporter phone: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the wicks for purewick system are either broken or not working correctly. Patient wakes up wet and has had to go to the doctor to get medicine or powder for a red rash. Customer has had other complaints created for the wick issue. Per additional information received via phone on 30sep2025, it was reported that the cushion(cotton) inside of the purewick female external catheter was mushy and holding urine which the customer believed caused their urinary tract infection and rash. Customer was treated for urinary tract infection and rash, but their doctor did not confirm that the wick caused the rash or urinary tract infection. The doctor prescribed antibiotics and was given an ointment for the rash. Customer stated that they spoke to a representative and was able to switch the wicks out to the purewick flex. The ones that they were currently using are working fine for them without any issues.

Event description:
It was reported by the customer that the wicks for purewick system are either broken or not working correctly. Patient wakes up wet and has had to go to the doctor to get medicine or powder for a red rash. Customer has had other complaints created for the wick issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against unknown purewick female external catheter. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- d, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.